Manufacturer narrative:
B3. Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient had surgery a couple of weeks ago and turned off their device. When the patient tried to turn their device back on after the surgery, they saw a message that said they needed to contact a technician. Patient did not have their equipment with them at the time of the call. The patient would call back when they had equipment with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient called back and repeated they got a message on their handset. The message said, "internal device has lost all data". The message advised the patient to contact their doctor, so the patient called their doctor, and the doctor redirected them to their manufacturer. The agent reviewed the meaning of the message and redirected the patient back to the doctor to further address the issue.